Manufacturer narrative:
Qn# (B)(4). The customer returned a sheath/dilator assembly for evaluation with the dilator advanced into the sheath. The assembly was visually inspected and showed no obvious defects or anomalies. The outer diameter of the lower locking portion of the dilator hub was measured and did not meet specification. The inner diameter of the sheath valve cap, the overall dilator length, and the outer diameter of the dilator body were measured and found to be within specification. The dilator would not snap into the sheath hub and required little force to be removed. A device history record review was performed and did not suggest any manufacturing related issues. The customer reported issue of the dilator and sheath not locking together was confirmed during the complaint investigation of the returned sample. The dilator would not fully snap into the sheath hub and required little force to be removed during functional testing. The outer diameter of the lower locking portion of the dilator hub measured out of tolerance during dimensional testing; therefore, the probable cause of this issue is manufacturing related. A CAPA was previously generated to further investigate this issue.

Event description:
The customer alleges that the md found the dilator is not locked to the sheath with no click sound and it keeps coming out from the sheath. The md used a new set and the procedure was completed successfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the md found the dilator is not locked to the sheath with no click sound and it keeps coming out from the sheath. The medical doctor used a new set and the procedure was completed successfully.